Event description:
Hosp personnel were attempting to cardiovert a pt, condition unk. Allegedly during the attempt, the defibrillator did not discharge. A back up device was used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.